Event description:
It was reported that a person using the ilet experienced recurrent low glucose while on pump therapy, with review indicating missed or improper meal announcements in the context of low carbohydrate intake and skipped meals; the person reported primarily consuming carbs to treat lows, and oral glucose was used for correction. Symptoms included hypoglycemia and hyperglycemia. Outcomes included medication intervention for the event and classification as a serious injury/illness/impairment. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.